Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and was unable to verify or duplicate the customer reported malfunction. No parts were replaced. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during patient use, smoke was seen coming from the ventilator. The patient was transferred to another ventilator without harm.